Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow-up. Upon review, the left ventricular lead was dislodged. The device was reprogrammed to right ventricular only. The lead was explanted and replaced. The patient was asymptomatic before, during, and after the procedure.

Manufacturer narrative:
A complete lead was returned in one piece. Visual inspection and electrical testing did not find any anomalies except for damages consistent with procedure damage.